Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, resistance was met during guide wire placement. Removal of the guide wire revealed that the tip had separated. The guide wire tip was left in the pt and a pericardiocentesis was performed. Reportedly, the pt then stabilized and was later released with no further complications.